Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.

Event description:
A baxter sales representative called baxter corporate product surveillance to report a four-way stopcock in which a leak was observed. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.